Event description:
It was reported that the patient experienced unexplained syncopal activity since pulse generator implant. A confirm loop recorder was implanted and upon confirm device interrogation, ventricular paced intervals of approximately 35 ppm were observed. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A sensing anomaly was also reported.